Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that even though the device was programmed to sense the ventricle, current electrograms exhibit p-waves. It was also observed that there was an alert lead impedance warning for high impedance. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.